Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a network service disconnect message. Biomedical engineer rebooted the cns and checked the cabling and the nk port on the wall and everything checked out, except that the unit still gets network service disconnect. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) gets a network service disconnect message. Biomedical engineer rebooted the cns and checked the cabling and the nk port on the wall and everything checked out, except that the unit still gets network service disconnect. No patient harm reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical products: the following device(s) were used in conjunction with the cns: bsm: model #: ni serial #: ni. Manufacturer references file (B)(4).